Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis event. It was reported that the peritonitis was manifest by ¿symptoms,¿ not further specified. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. The patient was discharged from the hospital seven days after hospitalization and had recovered from the event. Dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.